Manufacturer narrative:
Manufacturing site evaluation: samples received: 37 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the instructions for use: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material." Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Intraoperatively while the knotting, novosyn 2/0 , 0er lig. & 2/0 hr26 is ripping. Thread broke during surgery.